Event description:
Please refer to report 0009613350-2018-01009.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no item numbers is available. Event description: it was reported that the patient was implanted with an fitek cup on an unknown date and was revised on (B)(6) 2000 as the sulmesh has detached from the cup. Review of received data: two x-rays for the relevant time frame has been received which are dated (B)(6) 2000: pelvis view: in the loadbearing area of the cup (craniolateral) there is a radiolucent line visible while in the caudal area the cup is detached from the sulmesh that seems to be well integrated in the bone. The inclination angle was measured and amounts to approximately 54°. There are periarticular ossifications between the trochanter major and the acetabular rim. The trochanter major has an inhomogeneous rather rugged appearance and there seems to be a radiolucent area laterally. A small radiolucent line can be seen in the proximal part of the stem on the lateral side and around the stem shoulder. On the medial side a radiolucent line is recognizable as well that seems to be bordered by a sclerotic line along the calcar. Second view: the radiolucent line in the craniolateral area of the cup already visible in the pelvis view seems to be enlarged and prolonged. In the proximal area of the stem radiolucency can be noticed anteriorly and a minor radiolucent line can be detected posteriorly. All other recieved x-rays are considered in (B)(4) and were taken after the revision surgery on (B)(6) 2000. Device analysis: no product was returned to zimmer biomet for in-depth analysis as it has been discarded. Review of product documentation: no product documentation was reviewed for investigation. Conclusion: it was reported that the patient was implanted with an fitek cup on an unknown date and was revised on (B)(6) 2000 as the sulmesh has detached from the cup. The review of the x-ray showed that in the loadbearing area of the cup (craniolateral), there is a radiolucent line visible while in the caudal area the cup is detached from the sulmesh which seems to be well integrated in the bone. Based on the revision date, the cup must have been manufactured before implementation of CAPA . This CAPA investigated the debonding of the sulmesh from the titanium substrate of the fitek cup. As action within the CAPA, the design has been changed and implemented in production on (B)(6) 2007. However, the part and lot number of the product remain unknown . Moreover, as neither the product nor any pictures of the explanted device are available, the exact condition of the component remains unknown. Therefore it cannot be confirmed that the reported event is for exact the same failure mode as addressed within CAPA. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to sulmesh resolved from the shell.